Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon investigation of the returned cycler, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The inverter board will be replaced in production during the refurbishing process. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Test and calibration found the cycler had no display. The cycler was sent to rework and the inverter power cable was loose. The inverter power cable was reconnected and sent back to test and calibration and passed. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during step 1 of setup. The cycler was powered on and the keys lit up but the screen was still blank. The cycler was powered down and the power cord reseated at both ends. The cycler was powered back on but nothing could be seen on the screen. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported that the patient would revert to manual supplies to complete their treatment. Upon follow up it was confirmed that the patient completed treatment by manual exchanges with no complications. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.